Manufacturer narrative:
Pump failed self test due to pump error 75. Pump failed rewind test due to pump error 43. Pump failed active current measurement and sleep current measurement due to high current caused by moisture damage on the electronic assembly. Unable to perform seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 43. History files and traces were successfully downloaded using thus. Verified the pump alarmed pump error 53 in pump downloaded history on (B)(6) 2021 at time 19:36:43.000 with line number = 5632 and file number = (B)(4) due to a software anomaly. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, internal battery, motor and force sensor. Pump error 43 was triggered due to a corroded home switch. Pump error 75 was triggered due to moisture damage on the internal battery. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, end cap address label missing, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, stained keypad overlay and missing display window cover. Cosmetic damage was confirmed behind the pump at the battery compartment and at battery tube threads. Pump error 53 was confirmed due to a software error. Pump error 43 was confirmed due to a corroded home switch. Pump error 75 was confirmed due to moisture damage on the internal battery. Unable to verify customer's high bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 28.0 mmol/l at the time of the event. The customer was treated with the insulin pen and it was not known if the customer experienced symptoms related to high blood glucose. The customer also reported that the pump was damaged. Troubleshooting was performed and found the damage at the battery side. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event or used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.